Event description:
The customer reported that they were running some dummy patient testing with the dc-200ba main unit for the mee-2000a system. They system crashed. The mee-2000a neural function measuring system is intended to monitor, record, and display the bioelectric signals produced by sensory and motor pathways; and the system measures and displays electric/ auditory/visual evoked potential (ep), electroencephalography (eeg), and electromyography (emg), skin temperature of distal portion of extremities, spo2, and etco2. Not in patient use.

Manufacturer narrative:
The customer reported that they were running some dummy patient testing with the dc-200ba main unit for the mee-2000a system. They system crashed. The mee-2000a neural function measuring system is intended to monitor, record, and display the bioelectric signals produced by sensory and motor pathways; and the system measures and displays electric/ auditory/visual evoked potential (ep), electroencephalography (eeg), and electromyography (emg), skin temperature of distal portion of extremities, spo2, and etco2. Not in patient use. The same thing happened with this mee-2000a system prior to this occurrence. The only difference was that it was using another dc-200ba main unit at the time of that occurrence. That occurrence has been reported in (B)(4). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the mee-2000a system. Main unit: model: dc-200ba, sn: (B)(4).

Event description:
The customer reported they were running dummy patient tests with the mee-2000a system when the system crashed. The device was not in patient use.

Manufacturer narrative:
Details of complaint: the customer reported they were running dummy patient tests with the mee-2000a system when the system crashed. The device was not in patient use. Investigation summary: the issue was resolved by turning off the option to store raw waves. This option was causing the unit to overload as it was storing each waveform. As such, the cause of the issue was due to incorrect settings. As the device was not returned for evaluation, other issues contributing to the reported problem could not be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does reveal a similar complaint reported in ticket 141923. However, during the evaluation of the main unit in that ticket, nihon kohden repair center (nk rc) was not able to duplicate the reported issue and did not find any other problems. The root cause is likely related to use error and improper settings. Additional device information: d10: concomitant medical device: the following device was used in conjunction with the mee-2000a system. Main unit. Model: dc-200ba. Sn: (B)(6).

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from mee-2000a to neuromaster g1. D4 additional device information / model #: corrected the model # from mee-2000a to dc-200b. D4 additional device information / catalog #: corrected the catalog # from mee-2000a to dc-200ba. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported they were running dummy patient tests with the mee-2000a system when the system crashed. The device was not in patient use.